Event description:
The device (cev133) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Eval of cev133 indicated that the black plastic part was charred on the connection. The electrode coating was damaged and the electrode was in short circuit. In addition, the electrode and tube interior presented a significant quantity of residue/debris. The charring most likely occurred after the formation of an electric arc. The arc was most likely due to the presence of residue/debris in the tube and a long the electrode because of insufficient cleaning. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).